Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation found cap was stuck inwards position causing friction from the turbine. Also cap bearing failed and rotor came in contact with cap.

Event description:
It was reported that a midwest tradition handpiece overheated during use and burned a patient's cheek; no intervention was required.